Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had a dropout or loose cable. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. For clarification, the melting (thermal damage) of the bipolar yaw pulley has caused the cable crimp to move, thus supporting the customer complaint of "dropout or loose cable"; the grip cable crimps hold the grip cable is place inside of the bipolar yaw pulley. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.